Manufacturer narrative:
Continued: e.1. Zip code: (B)(6) phone number: (B)(6). Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed cyst(s): unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture and capsular contracture baker grade I-ii and consistent with a cyst of the mammary gland" via ultrasound. This record is for the "right" side. Device has been explanted and replaced with another manufacturer¿s device.